Manufacturer narrative:
Expiration date - unknown due to unknown lot number. Implanted date: unknown due to unknown date of event. Explanted date: device was not explanted. Occupation- neurosurgeon. Device manufacturer date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions has been referenced. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the physician stated successful deployment of the angio-seal device. Approximately 20 hours later the patient sat up and turned and developed a large hematoma. The patient was taken to the or to have hematoma evacuated. The surgeon discovered the footplate, collagen, and suture in tack in the extravascular space. The patient was discharged several days post operation. The procedure was successful. Additional information was received on 02nov2020. It was a neuro interventional procedure. The patient was taken to the operating room because of the expanding hematoma. No specific procedural name. Hematoma evacuation and attempt to isolate the bleeding. The hematoma was evacuated, and no active bleeding was identified.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: ''bleeding or hematoma - apply light digital or manual pressure to the puncture site. If manual pressure is necessary, monitor pedal pulses.'' The complaint could be confirmed since the patient was treated for hematoma per allegation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.